Event description:
Initial reporter indicated that after their second implant in 2008 that they had to have another one done. This surgery has not been confirmed to have occurred. The pt reported that their incision failed to heal and they had to go to the emergency department and the doctor healed it. The pt also reported that he got scar tissue built up around the electrodes and a lump at the incision site that was "pinching" the nerve because he had numbness of his left arm. Good faith attempts are being made for additional information about the reported events.